Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR reviewupon review of the event history log, issue was not found. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was out of mechanical specification and was replaced. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump is under infusing. No patient involvement.